Manufacturer narrative:
Conclusion: the complaint cannot be verified due to mishandling of the product. Result the softcomponents of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The problem mentioned by the customer is related to careless handling of the product.

Event description:
Patient reported the side arrow button at the bottom on the infusion device does not work. Patient stated she attempted to push the button and the infusion device didn't make any sound and does not execute the command ordered. Patient stated the concern began about 2 weeks ago. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.